Event description:
Philips received a complaint by the customer on the v60, indicating that the error, "oxygen device failed" (diagnostic code 1111), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, "oxygen device failed" (diagnostic code 1111), had occurred. The customer stated that they had recently replaced the flow sensor assembly for the device failing the air flow test. The device then gave the error, ""oxygen device failed" (diagnostic code 1111)". The remote service engineer (rse) and customer performed a troubleshoot and it was discovered that the device continued to deliver the breath targeting 21% o2 concentration setting regardless of the o2 settings set by the user. The rse informed the customer of the manufacturer recommendations to resolve the issue.

Manufacturer narrative:
The customer later followed up with philips that the issue had not been resolved with the replacement of the flow sensor and o2 valve. The rse then recommended the replacement of the data acquisition (da) printed circuit board assembly (pcba). The customer replaced the da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the customer replaced the flow sensor and o2 valve to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.